Event description:
It was reported that a site's handheld computer kept having an "sql" error. The company rep performed troubleshooting, but the event was not resolved. The handheld was sent to the MFR for analysis and the site received a new handheld computer. The handheld computer and software were received by the MFR for analysis. Product analysis was performed on the handheld computer, and there were no anomalies noted. Analysis of the software indicated that there was a corruption of the database. The cause for the corrupt database could not be determined.